Event description:
On april 12, 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter was reading inaccurately on (B)(6) 2017, when he obtained alleged inaccurately high blood glucose results of ¿280 and 400 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that at an unknown time on (B)(6) 2017, he developed symptoms of ¿shaky hands and blurry vision.¿ he denied receiving any additional treatment for his symptoms. During troubleshooting, the cca established that the patient¿s test strips had expired in december 2015, but the patient did not have any test strips at the time of the call. The cca documented that the subject meter was set to the correct unit of measure. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.